Event description:
Customer reported that she went through infusion sets because the belt clip broke. She stated that sometimes when she slams the car door, it gets pulled out. The blood glucose reading was 275 mg/dl. Customer treated with manual injection. She stated that she was used to having high blood glucose and that she had been hospitalized about eight times during the year prior. She stated that the hospitalizations had been due to running out of supplies and going on manual injections. Customer stated that she had a friend that could get her supplies. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.